Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending artery. After a guide wire crossed the distal of the right coronary artery, pre-dilation was performed with a semi-compliant balloon catheter. A 12x2.25 promus premier drug-eluting stent was then advanced but was unable to cross the lesion. The device was removed from the patient and it was found that a part of the stent was lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.